Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having a problem with their medtronic device. The patient stated they had been having pain around the area where the implant was and that they were also having pain in their leg that they thought might be connected to the implant but they weren't sure but they had pain in that area. Patient services asked the patient when the pain had started and the patient stated it had been over probably a year. They stated they'd had the implant for quite a while and that it just started out gradually but that they did fall and they thought that might have had an impact but they didn't know for sure. Patient stated they knew they fell and then a little while after that, they started having the problems/pain. Patient stated they did land right on their bottom so they had called patient services today to ask for physician listings so they could locate a new health care provider (hcp) whom they could follow up with about their concerns. The patient stated they had already turned the therapy off to see if that would help the pain but it didn't make a difference and that the pain would wake them up during the night. An email was sent to the patient with physician listings in the patient's area. Patient to locate a new hcp and follow up with the hcp about the issue. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are having pain in legs and pain around the implant. The doctor confirmed the implant looked intact via x-ray.